Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis team, and the reported failure was confirmed and reproduced. The log could not confirm the fault occurred in the field. Visual inspection confirmed scratches on side bezel and paint discoloration on the top cover. The unit was placed onto golden system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the site informed the technical support engineer (tse) of error u-02 on the generator. The site attempted to reset the generator by unplugging the power cord, but the issue persisted. The user used a third-party bypass cable to bypass the generator to proceed with the procedure as planned. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the generator was bypassed by a third-party cable.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault on a component or module within the generator.

Event description:
Refer to h11 for follow-up information.